Event description:
User experienced erroneous results for multiple assays for seven patients. Patient 1, initial calcium result 7.8 mg/dl, initial sodium result 129 mmol/l, initial potassium result 3.59 mmol/l; sample repeated in 2008 gave calcium 10.1 mg/dl, sodium 141 mmol/l, potassium 4.35 mmol/l. Patient 2, initial calcium result 7.4 mg/dl, initial sodium result 129 mmol/l, initial potassium result 3.77 mmol/l; sample repeated the same day gave calcium 10.0 mg/dl, sodium 141 mmol/l, potassium 4.45 mmol/l. Patient 3, initial calcium result 7.3 mg/dl, repeated the same day gave 9.7 mg/dl. Patient 4, initial calcium result 7.5 mg/dl, initial albumin 3.0 g/dl; sample repeated the same day gave calcium 9.3 mg/dl, albumin 3.0 g/dl. Patient 5, initial sodium result 134 mmol/l, repeated on same day gave 142 mmol/l. Patient 6, initial calcium result 8.9 mg/dl, repeated the same day gave 9.8 mg/dl. Patient 7, initial sodium result 131 mmol, initial albumin 2.4 g/dl; sample repeated same day gave sodium 138 mmol/l, albumin 4.3 g/dl. Erroneous results were reported and corrected reports were issued. User states as far as she knew, there had been no adverse effects because the doctor questioned the results and requested repeat testing before training. The field service representative determined probes were not getting enough wash water for cleaning. He replaced sc7 and 8, also replaced sc16 and 17. Performance tests performed which were within specification.